Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed.  Please reference updated section d1 brand name and section d4 catalog number that does not apply and should be removed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. The lithium-ion battery passed all testing. A review of the device log found no evidence of the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 58-year -old male patient, the device inappropriately shut down. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.